Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump had alarmed failed battery and also had blank display. The customer¿s blood glucose level was unknown. While troubleshooting of blank display, the display did not return and the customer was advised to insert a new battery as soon as possible and during troubleshooting the customer received the battery out limit and failed battery alarm for which she declined troubleshooting. The customer was advised to revert to the back-up plan and to treat per healthcare professional's recommendation. The insulin pump will not be returned for analysis.